Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure using a prostyle device. Reportedly, the foot did not retract completely causing the device to become stuck. The use of prostyle devices and the pre-close technique were abandoned. Surgical intervention was used to remove the stuck device. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved surgically. Due to the issues with the prostyle device, a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation could not determine a conclusive cause for the reported difficult to open or close the foot and device entrapment. The reported surgical intervention appears to be related to circumstance of the procedure. Factors that may contribute to difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot or posterior cuff partly deployed in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.